Event description:
Info was received that reported a pt was hospitalized in 2008, due to diabetic ketoacidosis. It was reported that the pt had been dealing with high blood sugars for a week prior to the hospitalization. The pt began vomiting one day prior, around noon. The pt continued to be sick and the following day, at 8:00 pm he was admitted to the hosp with a blood glucose of >400. The pt was treated with IV fluids and insulin. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
The suspect device was returned and evaluated. Functional, delivery and accuracy tests were performed, the device was found to pass all functional, delivery and accuracy tests. No operational or functional failure was detected and the product was within spec.